Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivers insulin too slow and creates alarm fatigue. No additional information was provided and customer did not require follow-up. There was no reported adverse impact.